Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 453 mg/dl. Customer also reported that the up button on the insulin pump was not working. Troubleshooting was provided for keypad anomaly. Customer reported that she was in the bathroom and insulin pump was exposed to humid environment. Time on insulin pump was advancing. No further details given. Customer declined to troubleshooting for the hyperglycemia. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces noted. No button error alarm during testing. Device passed displacement test and self test.